Event description:
The customer reported that the unit went into unk restart and alarmed during operation. The customer reported the unit was not in use on a pt, therefore, there was no pt harm or involvement. The respironics service technician was unable to duplicate the customer reported problem. The service technician confirmed a diagnostic code in log history indicating a restart occurred. The respironics service tech replaced the external battery to correct the problem. Performance verification testing was completed and the ventilator passed per operating specifications.

Manufacturer narrative:
Na